Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. This manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number (3005099803-2013-07946) for a description of the second device.